Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in the operating room for a generator change due to normal eri, externalized conductors were observed. The lead was dft tested with normal results, and the lead remains implanted.